Event description:
The pt experienced a respiratory arrest approximately thirty minutes into the dialysis treatment. The treatment was terminated and the blood in the circuit was returned to the pt. Cardiopulmonary resuscitation was initiated while the dialysis treatment was being ended. The resuscitation efforts were successful and the pt was transferred to the ICU. Twenty-four hours later, at the family's request, further treatment was withdrawn and the pt expired authority thereafter. The physician caring for the pt does not believe that any of the gambro devices caused or contributed to the pt's death. The phoenix machine was inspected by a gambro service technician after the reported event and was found to be operating according to specifications. The disposable devices were discarded and will not be returned to gambro.

Manufacturer narrative:
The blood tubing set involved in this incident was retained by the customer, and was not available for investigation. The lot numbers of recent cartridge blood sets shipped to this facility were: 1000022237; 1000022997; 1000022239 and 1000022592. Sixty retained samples from the 4 lot numbers listed above were tested by means of functional, leak test, dimensional test and visual inspection. The tests identified no problems with any of the samples and confirmed that they met the product specifications. Review of the complaint database revealed there were no other similar complaints.